Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery lasts less than 7 days, change sensor alert, loss of communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7715, unk_sensor and mmt-1884. Troubleshooting was performed. Transmitter was fully charged before it was connected to the sensor. Confirmed no damage to charger battery spring or connector pins. Charger light emitting diode light is flashing green and has not been used for more than 1 year. Advised charger is working properly and transmitter is charging. No harm requiring medical intervention was reported. No product return is required for mmt-7715, unk_sensor and mmt-1884. The customer will discontinue the use of the device. Mmt-7841zn was requested and customer responded that the device will be returned.

Manufacturer narrative:
Unit received and performed the following, placed unit under microscope and found contamination/moisture damage at the connector pins, unable to continue with functional testing and verify loss communication complaint and charging anomalies. In conclusion, unable to perform functional test, verify rf/ble association/accuracy test due to the moisture damage. The customer complaint of charging and not communicating anomalies could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.